Manufacturer narrative:
After further examination of the removed system/memory pcb assembly, physio determined that the cause of the reported issue was due to an electrically shorted transistor, designator q144, on the system pcb portion of the assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio initially observed a damaged battery pin, which can cause an inappropriate loss of power, as well as that two fuses located on the power pcb assembly which required replacement; however, replacing the fuses and the battery pins did not resolve the reported issue. Physio then replaced the system/memory pcb assembly to resolve the reported issue. After completing other, unrelated repairs, physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device required service; however, no further details were provided. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not power on using ac or dc power.